Event description:
It was reported that the user received a low glucose alert while out, was asymptomatic, and later performed a fingerstick to confirm after ingesting soda, noting they had not eaten since early morning; troubleshooting and education were completed and glucose returned to range. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose and resolution without alarms, hospitalization, or emergency treatment. Investigation included review of user-reported history and completion of blood glucose questions. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic alert given the delay between alert and confirmation and carbohydrate intake prior to fingerstick. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.